Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 488 mg/dl at the time of incident. The customer's blood glucose was 461mg/dl at the time of call. The customer's blood glucose was 273 mg/dl at the time of hospitalization. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that the insulin pump was exposed to high magnetic field. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test.no motor error alarm noted. Program a two units basal rate for 24 hours and monitored. No unexpected basal settings changed on its own noted during testing. Device functioned properly. The insulin pump passed the displacement accuracy test. Motor was tested outside the device and passed. Device received with cracked case on display window corners, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.